Manufacturer narrative:
Evaluation of the returned component found that it is out of round. There is no evidence of surface damage or force. The lack of abrasions or signs of force would imply the damage was from the molding/manufacturing process while the part was still malleable. Additional units from the lot were evaluated and found to function with the driver as intended. A review of sales history confirmed that multiple units of this lot have been implanted with no other complaints reported. (B)(4).

Event description:
It was reported that patient underwent a procedure utilizing an interference screw on (B)(6) 2011. During the procedure, the interference screw would not engage with the driver. It appeared that the hole in the screw was misshaped. Another interference screw was available to complete the procedure. There was no injury to the patient or delay to the procedure as a result.